Event description:
Vague report received from baxter-spain states overinfusion occurred during pt use. Report states "infusion complete 10 hrs earlier than (the total infusion time expected was 24hrs)." Device contained 50mg metoclopramida, and ns for a total volume of 50ml. Reporter indicates no pt injury resulted. Additional info received from baxter-spain identifies drugs involved as metoclopramide (primperam).